Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer called in to report a leak in the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be replaced. The product will be returned for analysis.

Manufacturer narrative:
Findings: evaluated 1 open/used reservoir. Performed visual inspection, and found reservoir¿s neck broken off and snap-cap attached and lodged inside of the base of the transfer guard.